Event description:
A customer reported that the trocar valves leaked during vitreoretinal procedures. There was no patient harm. Product samples were requested for evaluation.

Manufacturer narrative:
Additional information: there was no sample returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because no sample was returned, the root cause cannot be determined. An exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described; however, due to an observed increased trend for this defect mode, a manufacturing root cause investigation has been initiated to investigate the increased trend and identify corrective and preventive actions. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).